Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had broken force sensor alarm. Customer¿s blood glucose level was 322 mg/dl. Customer reported that the insulin pump was not exposed to moisture. Customer reported that they had high blood glucose for all day. Customer was advised to keep the insulin pump for storage mode. Customer declined to troubleshoot for high blood glucose level. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.